Manufacturer narrative:
The reported field events of backup vvi and an inability to download code were confirmed in the laboratory. Review of the device image indicated that the cause of the reset was an event queue overflow due to a firmware anomaly related to rf telemetry. The anomaly was cleared after running self-test code, and the product code was able to be downloaded. The root cause of the inability to download code could not be determined.

Event description:
It was reported that an alert for the device was in back up vvi mode was received via merlin.net. The asymptomatic patient was brought into the clinic for further troubleshooting. The device was explanted and replaced when multiple attempts to reprogram the device were unsuccessful.